Event description:
Report received of a nondelivery. The customer contact stated that a pt was receiving a 24-hour home infusion of the drug, mesna. The infusion was initiated in 2004 at 4:38pm. When the pt returned to the facility the following day, it was discovered that none of the fluid in the bag had infused. There were no reported adverse pt effects.